Manufacturer narrative:
Concomitant medical products: 5867-3m, x3 adaptor, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically low r-waves. The lead remains in use and the device appears to be functioning as programmed. No patient complications have been reported as a result of this event.